Event description:
Reportedly, an alert from the remote monitoring system was sent to the hospital on (B)(6) 2019 on the left ventricular (lv) lead impedance, higher than 2000 ohms. The punctual measurement of the lv lead impedance showed a measurement of 894 ohms. On (B)(6) 2019, a second alert was received on the same issue. Lead impedance measurements fluctuated between normal values and 3000 ohms since (B)(6) 2019, while the last impedance value was 871 ohms.